Event description:
Information received indicates that restricted flow was noted through the vent line and vrv-100 valve, during the procedure. Product change-out was completed during the case without interruption to bypass, and no patient complication was reported.

Manufacturer narrative:
Analysis: visual inspection of the returned product shows no sign of physical damage to the valve body or umbrella components. The unit was cleaned and pressure tested. Product evaluation and functional testing does not confirm the reason for return. The device operated according to specifications and appeared mechanically functional; the valve opened in the flow direction and remained closed per performance specification with no problems noted. Product specific information (e.g., manufacturing lot number) was not provided by the user; therefore, review of the device history record could not be performed. Conclusion: no patient event. Device evaluated and alleged failure could not be duplicated-an exact cause is unknown for the reported product problem.